Event description:
It was reported that the superior vena cava coil impedance had been high from implant forward. The right ventricular (rv) lead was explanted and replaced. Measurements for the rv lead were normal at the time of replacement. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.